Manufacturer narrative:
.

Event description:
The presidio coil ((B)(4)) got stuck in an excelsior sl-10 microcatheter (details unknown) and the delivery wire got bent at a right angle.

Manufacturer narrative:
The excelsior 1018 microcatheter was not returned. Located off the proximal end at 3.0, 5.0, 72.0, 87.0, 93.0, 100.4, 124.3, and 137.0, all in cm, are bends and severe kinks on the hypotube. The dpu was returned without the coil. The detachment fiber received heat and melted. The coil was not returned, therefore the root cause of the device positioning unit (dpu) bending and the coil becoming stuck inside the microcatheter cannot be determined. It was found that the detachment fiber received heat and melted. The circumstances under which the detach button on the detachment control box (dcb) was pressed which detached the coil cannot be determined. In addition, without the return of the coil and the excelsior 1018 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.